Event description:
During evaluation, the force sensor was found to be out of calibration and the force sensor pins were found to be partially dislodged.

Manufacturer narrative:
There is adverse event associated with this complaint. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. A review of the pump history did not ot indicate that loss of cartridge detection had occurred. Evaluation revealed partially dislodged force sensor pins and the force sensor was found to be out of calibration.